Event description:
Per provider valve is sticking. Per independent repair center statement there is alarming or red light. Other problems are heat exchanger is leaking. Gear clamp is leaking and aloe the bed hose are leaking.